Manufacturer narrative:
The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2024, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was displaying error messages of ¿error 2¿ and ¿error 4¿. The complaint was classified based on the customer care agent (cca) documentation during the initial call. The patient reported that the alleged issue started on (B)(6) 2024, at 2 pm. The patient manages her diabetes with self-adjusting insulin (rnn injection 5 times per day) and did not report any changes made in response to the alleged issue. The patient stated that on the same day at 3:30 pm she developed symptoms of ¿low sugar, clammy, in faint, lethargic, face dropping¿ and ¿pain on fingers¿ because she had to poke her fingers 5 times due to the alleged issue with the subject meter. The patient immediately called 911, the fire department came and administered a glucose spray nozzle in her nose which made her feel better. The patient was then sent to the hospital with an ambulance where she also received IV fluids as treatment. During troubleshooting, the cca confirmed that the subject meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient claims that she was unable to test her blood glucose due to the reported issue and reportedly developed signs suggestive of a serious injury adverse event and received medical treatment from a health care professional (hcp) for an acute low blood glucose excursion after the alleged meter issue began.